Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. The device was manufactured according to release specification. The actual device was not returned; however, the customer did return three unopened representative samples from the same lot number. A visual exam was performed and there were no obvious defects observed. The blue and clear cuffs of all three samples were inflated with a calibrated endotest meter. All cuffs remained inflated at 25mbar, which indicated there was no leakage. The samples were then immersed into water with the cuffs inflated, and no air bubbles were observed. All cuffs were measured and were found to be within specification. Based on the investigation performed, the reported complaint could not be confirmed. The actual device was not returned; however, there were no issues found with the three representative samples that were returned.

Event description:
The customer alleges that the blue bronchial cuff of the tube is too small and does not seal the bronchus. Intervention - the patient was re-intubated. The patient's condition is reported as fine.